Manufacturer narrative:
(B)(4). Additional information: did anything unexpected happen prior to the incident? ---no. Was there any torque or twisting applied while firing the device? ---no. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected six clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy assisted distal gastrectomy procedure, the clip fell out from the jaws at the 3rd firing and the device could not be fired when the device was used on the blood vessel. The device was fired on the blood vessel properly until the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.